Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, the tip of a polaris 5.5 multi-axial screw inserter fractured and it was discovered that the threads on a polaris 5.5 torque limiting wrench were warped. Additionally, a dorsal height adjuster was found to have a twisted tip. There was no patient impact. This is report one of three for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and photos were not provided, so an inspection could not be performed. Root cause: a definitive root cause could not be determined, but wear through multiple uses over time or unknown patient or surgical factors could cause the threaded end of the instrument to deform. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2025-00060 through 3012447612-2025-00062.

Event description:
It was reported that intra-operatively, the tip of a polaris 5.5 multi-axial screw inserter fractured and it was discovered that the threads on a polaris 5.5 torque limiting wrench were warped. Additionally, a dorsal height adjuster was found to have a twisted tip. There was no patient impact. This is report one of three for this event.